Event description:
(B)(6) 2015: the end user reported that the device's shape on his skin is not going away. It is dark tan in color, with the exact shape of the product. Not coming off. It was sensitive at first when taking off the device.

Manufacturer narrative:
The printed box labeling indicates that the product has a super strength adhesive and is not intended for use on delicate or sensitive skin.